Event description:
The shaping ribbon sheared off the wire and was left in the pt. The shaping ribbon sheared off the wire and remained in vivo. Add'l info that was provided to co indicated that the stabilizer was being used within what was thought to be a "soft" total occlusion. Difficulty was experienced during attempts to cross the lesion and the wire separated. No complications were reported nor anticipated since the wire fragment remans entrapped within the total occlusion. The pt's condition was reported as satisfactory.